Event description:
It was reported that the rigid video laparoscope had image flickers and there is also a black line visible. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and stripes in image occur/a poor quality image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reportable malfunction was traced to component failure and additionally for the fiber bonding in the outer tube area distal end is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area is damaged, and stripes in the image occurs. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred and stipes in the image occurred due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.